Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion, and an opening. Leak test and microscopic analysis was performed which identified: crack valve and a crease sharp opening on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Patient reported "right side deflation." Device has been explanted.

Event description:
Patient reported "right side deflation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported "right side deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.